Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a communication failed error message during a procedure. The fse noted that this caused the system to lock up. There is no report of injury or death associated with the event described in this complaint.